Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity and radio frequency (rf) telemetry was disabled. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity and radio frequency (rf) telemetry was disabled. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. The device was retained by the hospital.